Event description:
The customer reported that the evis exera iii xenon light source displayed a scope communication error (b30) during a gastro procedure. There was about a 30-minute delay in the procedure and the patient was not under sedation at the time of the reported issue. The procedure was postponed while the staff was on the phone with technical support. Multiple colonoscopes were tried and eventually the intended procedure was completed. The customer believes it was a user error, as when they were changing scopes, they only turned off the light source and not the actual processor. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, the customer was provided troubleshooting efforts to correct the reported issue. The customer powered off the tower, plugged in the first scope and then powered it on and they got an image. Repeated the same steps with two (2) other scopes with no issue. The customer was advised to always to power off between scopes and to plug the scope while the power is off. The reported issue was not able to be duplicated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. The issue was resolved after the scope was reconnected and the power of the device was turned on again. After that, the same procedure was repeated, but no problem was found. The root cause could not be identified. Olympus will continue to monitor field performance for this device.